Event description:
Acct. Reports that "the y-piece plastic tubing broke at the connection between the hard plastic and the soft tubing:. No reported medical intervention was reported to prevent pt injury. No further info available.